Manufacturer narrative:
Inspecting the instrument visually, we noticed that the jaw part is broken off in the quite thin area of the jaw hinge. The surface of the fracture is rough and uneven. These observations lead us to the assumption, that the jaw part broke off either due to too much force applied to the instrument or any impact. The exact cause for the break cannot be conclusively determined. Since this eval indicates no defect of material, no defect in design or any defect in mfg, we feel that no corrective measure is to be taken on our part.